Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 28 mg/dl and the cause was not known. As the customer was a deep sleeper, the pump alarm was not loud enough to awake him. The customer went to the emergency room (ER) and intravenous glucose was administered. After a few hours, the customer left the ER feeling better and the bg was within the target range. The customer declined further assistance.